Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of alinity I anti-hbc ii reagent lot number 53301be00. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not completed as returns were not available. A review of tracking and trending data did not identify any related trends for the product for the issue. In-house testing of a retained reagent kit of the reagent lot 53308be00 which contains identical bulk reagents as lot 53301be00, was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (biomex seroconversion panel scp-hbv-001). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panel. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Note: alinity I anti-hbc ii and architect anti-hbc ii utilize the same reagents and sample/reagent ratios. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hbc ii reagent lot number 53301be00.

Event description:
The customer observed false nonreactive alinity I anti-hbc ii results on one patient from multiple specimens. The results provided were: on 01apr2024 sid (B)(6) serum specimen anti-hbc ii on alinity (B)(6)=1.78 s/co (> or = 1.00 s/co=reactive) /repeated on (B)(6)=0.95 s/co (< 1.00 s/co= nonreactive) /on (B)(6)=1.79 s/co plasma specimen from same patient on ai03980=1.01 s/co and 1.02 s/co /repeated on (B)(6)=1.62 s/co there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I anti-hbc ii results on one patient from multiple specimens. The results provided were: sid (B)(6)serum specimen anti-hbc ii on alinity ai03981=1.78 s/co (> or = 1.00 s/co=reactive) /repeated on (B)(6)=0.95 s/co (< 1.00 s/co= nonreactive) /on (B)(6)=1.79 s/co plasma specimen from same patient on (B)(6)=1.01 s/co and 1.02 s/co /repeated on (B)(6)=1.62 s/co there was no reported impact to patient management.